Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reviewed the logs and confirmed multiple error occurrences on armnet 1. Fse replaced the universal surgical manipulator (usm) 1 to resolve the issue. The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Event description:
It was reported that during da vinci assisted surgical procedure, there were faults on the universal surgical manipulator (usm) 1. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed the failure analysis (fa) of the da vinci product involved in this complaint. The universal surgical manipulator (usm) was analyzed and the reported failure (error 32097) was confirmed via the site's error logs and replicated in-house. The unit was tested on an in-house system in normal mode and failed triggering error 32097. The system error log also showed that error 31226 was triggered. The unit was tested on a patient side cart (psc) fixture test platform (pftp) and failed the fiber test on the parallelogram and the rolling loop fiber. Additionally, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically, but it is unknown if the usm 1 was disabled.